Event description:
Customer reported that the bearing was hot. During service, technician found that the locking and the bearing were defective. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment, technician found that the locking and bearing were defective. This was attributed to normal wear. Device was repaired and returned to the customer.